Event description:
During an endoluminal procedure (balloon procedure to the aorta), the vascular surgeon passed a fast-cath introducer over a stiff guidewire which had been inserted into the right groin. A considerable amount of blood returned through the hemostasis valve. The user exchanged sheaths, opened another device from the same lot and experienced the same problem. Rather than use another fast-cath introducer from the same lot, and since no other brands were available, the physician elected to stop the endoluminal procedure and perform an open procedure (cut down to the artery). The pt is reportedly recovering.